Event description:
It was later reported that the rv lead was fractured. A portion of the lead was explanted via laser lead extraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and intermittent loss of capture noted at clinic. Then during the replacement procedure, the rv lead had total loss of capture and the patient had to be paced externally for a while. The rv lead was capped. Also, a new rv lead was attempted with multiple placements and after numerous extensions and retractions of the helix, the helix would not deploy anymore. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.